Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-01421), was submitted on 09-jun-2025. Upon receiving additional information, it was discovered that manufacturing date has been changed to 01-sep-2024. Additional information - this MDR is being submitted to include the below: h4: manufacturing date h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch 6008943. In question was manufactured at the osted site. Threshold analysis: a query was run on 14-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6008943. The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the 6008943 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 01-sep-2024 with a total of (B)(6) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, additional patient or event details were received which have been added in h11.